Manufacturer narrative:
Evaluation summary: the device was evaluated at the facility by a baxter representative. The reported condition of failure code 570 was confirmed. The batteries were found depleted to a potentially damaging level which caused the failure to occur. The batteries were replaced and the device was placed back into service fully operational. Review of the compliant history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
Customer reported a failure code 570. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.